Event description:
It was reported by the customer that their insulin pump's display screen is partially blank. Customer states that they pressed the act button and the device's display screen showed black lines followed by blurred lines customer also stated the device shows reservoir full when it is not. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. The insulin pump had moisture damage on the motor. No display anomaly or reservoir volume icon anomaly could be tested due to the blank display. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.